Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.root cause: failure analysis on the returned data acquisition (da) board shows that the customer returned data acquisition (da) board was tested and no failures were identified.

Event description:
The customer reported that the pressure accuracy test (pvt test 4) failed on delivery. There was no patient involvement.